Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the final post-procedure mtici score 3; post-procedure 24h nihss unknown. Specif ic symptoms were not provided by the site. Site response is pending to report this as an adverse event. Intervention performed to treat procedure complications was ticked yes in the procedure crf.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the patient's index procedure on (B)(6) 2024, intracranial stenting and angioplasty were performed after mechanical thrombectomy to treat an unspecified procedural complication. The patient was undergoing surgery for treatment of an ischemic stroke located in the basilar artery. The patient's baseline nihss score was 1. The patient's post procedure tici score was 3. There was one pass made with the device. Stroke onset to reperfusion time was at 0900 on (B)(6) 2024 at unknown time. The procedure ended at 1245. The patient's past medical history includes: hyperlipidemia, coronary artery disease, arrhythmia, lower extremity arteriosclerosis obliterans after surgery, and lumbar disc herniation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the site confirmed that stenting and angioplasty was not performed to treat a procedural co mplication.